Event description:
A report was received that a patient was unable to charge the ipg, despite multiple troubleshooting attempts. During a lead revision procedure, the physician replaced the patient's ipg, per the patient's request. The patient was reportedly doing well following the procedure.